Event description:
It was reported that a pump has an "error 322". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was performed. The unit was tested for 24 hours with no occurrence of the reported "error 322". Review of the history log confirmed the reported "error 322". The evaluation found that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced.